Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ e226¿ was confirmed. During evaluation two damaged pins were noted on the video connector socket. The most likely cause for the reported event is there may be a damaged scope or pigtail used with the processor causing the damage. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly

Event description:
The service center was informed that during an unspecified procedure, an e226 error message was observed when connected to a brand new scope. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (e226 error) likely occurred because the user might have applied excessive force to the scope when they connected it. This damaged the connector pins and caused connection failure.